Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that the contacts on the battery cap were not missing or damaged. Alarm reoccurred on battery change. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11e retainer = black the pump was returned for failed battery alarm and low battery alarm on event date (B)(6) 2020. Unit passed the displacement test and self-test. Sleep current measurement within specifications. However, unit received high active current due to moisture damage on electronics stack. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did confirm failed battery alarm and low battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. The long trace history files confirmed related to event on (B)(6) 2020 22:07:03:000 pm and low battery alarm on (B)(6) 2020 19:16:00:000 pm. Due to moisture damage on electronics stack. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unit received with cracked battery tube threads, cracked retainer and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for failed battery alarm and low battery alarm anomalies due to moisture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.